Event description:
The manufacturer received information alleging a ventilator would not pass service testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and sensor board were replaced to address the issues.